Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. PMA/510(k) #: p160054.

Event description:
It was reported that that patient¿s log file was submitted after observing a no external power alarm on the system controller. During the analysis of the log, manufacturer¿s technical services representative reported that 1 transient no external power event while tethered on the mobile power unit (mpu) on (B)(6) 2019 at 10:23am this was caused by power to the mpu being briefly interrupted due to the mobile power unit (mpu) ac power cord coming loose which. There was no interruption in pump support during this event and there were no other unusual events seen within the log file. The mcs equipment is operating as expected. Additional information requested but not provided.

Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The submitted log file contained data spanning approximately 48 days ((B)(6)2019 ¿ (B)(6)2019 per the timestamp). The log file captured a low voltage hazard and no external power alarm on (B)(6)2019 at 10:23:04 due to a temporary loss of power while connected to the mpu. The system controller backup battery supplied power to the system during the loss of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional provided information stated that the no external power alarm was due to a power interruption to the patient¿s house. The root cause of the reported event was determined to be a loss of ac power due to a power interruption to the patient¿s home while the patient was connected to the mpu. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that power to the patient¿s house was interrupted which caused the reported no external power. No equipment was replaced and no changes to patient status. Patient remains ongoing. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.